Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 0.5mg/ml at 0.04105mg/day. It was reported that the patient met with the doctor on (B)(6) 2026 and had been showing fluctuating pain relief. On (B)(6) 2026, the doctor conducted a dye study. According to the patient, nothing abnormal was noted. In regards to environmental, external, or patient factors that may have led or contributed to the issue, unrelated to the pump, the patient stated that she would fall a lot. On (B)(6) 2026, the pump was replaced and the catheter was revised; 3.5cm including the pump connector was removed and replaced. At the time of this report, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8596sc. Serial# (B)(6). Implanted: (B)(6) 2015. Explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 27-oct-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the physician determined that based on patient body position, the catheter was intermittently occluded.

Manufacturer narrative:
H6: device code a24 no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.